Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with 5mmx4cm sterling balloon catheter. No patient complications nor injuries were reported.